Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique device identifier (UDI), section e initial reporter phone, section g reporting office contact, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 15sep2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The reported condition of device not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the bd field service engineer (fse) reported that drawer 2 was throwing errors in logs. No components were found damaged, so replaced the module board. After inspection it was found no damaged components and replaced module board and tested. Tested in diagnostics and application. During dchu visual inspection: p/n 151903-01: received with visible thermal damage to component u300 and capacitor c302. During dchu testing: p/n 151903-01: based in the pap, further testing is not required due to the presence of visible thermal damage to internal components the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user attempted to pull out some medication, shown error message which caused delay to patient care. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the component u300 and c302 within the pmc board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 2 failed throwing error in logs. The field service engineer replaced module board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an error message caused delay in patient care. The customer stated that when attempted to pull out a medication station shows "hardware failure" error & would not reset. The pharmacy technician had to come & reset the station which caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.